Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a battery was changed out. No further patient complications have been reported as a result of this event.